Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) battery level remained at 16% despite 62 shock therapies delivered. Boston scientific technical services (ts) advised that s-ICD battery status is not updated for 14 days following charge/shock therapy, and that the device may be approaching eri. Given the number of therapies delivered, the current battery status may be underestimated, and early device replacement was recommended. As of this time device remains in service. No adverse patient effects were reported.